Event description:
A pt reported alleged inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 168mg/dl and 247mg/dl performed 10 mins apart with a difference of 34%. Pt did not experience any adverse events.